Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and prime tests. The insulin pump was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error during fixed prime. Customer's blood glucose was 77 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.